Event description:
The customer reported that there was moisture in the resrevoir compartment of the insulin pump, due to a leak in the reservoir. The customer's blood glucose was 200 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no moisture damage on electronic, motor, vibrator keypads and battery tube assembly during visual inspection. No leak from reservoir noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2014-49642.